Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified reasons. During the procedure the existing device was removed and a new aus was implanted. No information was provided about the patients outcome. It was further reported that the patient experienced recurring incontinence leading to the procedure. The aus stopped working as it would no longer cycle. During the procedure the system was found to be without fluid due to the device having a hole somewhere. The patient did not experience any adverse events. There were no complications on the surgery and the patient was said to be good following the procedure. No more information available at the moment. Should additional information become available, it will be provided.